Manufacturer narrative:
Asp investigation results: the suspect part was returned by the asp field service engineer (fse) for investigation; however was not located for investigation at the asp facilities. A review of the DHR (device history record) for this sterrad 100nx sterilizer ((B)(4) released on 3/11/2009) shows that the system met all specifications at the time of release for shipment, and there were no issues related to this failure mode. The fmea (failure mode effects analysis) was reviewed for this part. All rpn (risk priority number) scores for the failure of this part are below 100 and thus considered low risk. The hhe (health hazard evaluation) was reviewed for this issue. The hhe health index was considered low risk. The service and complaint histories for the sterrad 100nx (B)(4) were reviewed. This machine does not have a trend of haze/oil mist failures prior to this event. There is not a significant trend of haze/oil mist complaints on the sterrad 100nx product line ((B)(4) 2009 thru (B)(4) 2010). Thus asp will continue to track and trend this issue.

Manufacturer narrative:
This is capital equipment which was evaluated at the customer's site: the asp field service engineer (fse) was dispatched to the account. The system was not in use. The fse found haze/oil mist coming from the catalytic converter. The fse found that the oil mist filter had a defective, loose screw. The fse tightened the screw on the oil mist filter and replaced the catalytic converter. Upon completion the system passed all verifications and completed an empty cycle.

Event description:
Customer alleged haze/oil mist in the room coming from the sterrad 100nx sterilizer. Per follow-up with the customer the healthcare worker (hcw) experienced light-headed feeling as a result of the haze/oil mist. She said that she stepped out of the room, took some deep breaths, and then finished her work wearing a mask. She did not see a doctor and reported feeling fine. The unit was assessed onsite.